Event description:
Report 1 of 2 received of a tubing seperation. The customer reported that the tubing seperated from the t-connector arm. There was no reported blled-back, adverse pt effects, or delays in critical therapy. The tubing was replaced.